Event description:
It was reported to philips that the c-arm movement was not functioning. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the c-arm movement was not functioning. Review of the log file shows detector bodyguard dirty and pdu: voltage errors confirming the malfunction. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the control rack was defective. To resolve the issue, fse replaced the control rack. The defective parts were returned for analysis, for control rack, malfunction was observed, root cause found to be evidence of water damage, layers of rust on multiple connectors, strong smell of mold or damp metal coming off unit, also dust and rubber seal wear off. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.